Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was depleted main batteries. Main batteries and harness have been replaced. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. Patient injury was not reported. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.